Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that they were experiencing high blood glucose levels of 25.5 mmol/l. The customer¿s current blood glucose level was 5.8 mg/dl. No symptoms or treatment were noted. Customer noted the cannula had not been inserted into her skin, which may have contributed to the high blood glucose levels. No troubleshooting was performed. Customer was advised to call back if she has continued issues with her serter.